Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after feeling vibrations. Upon interrogation, it was noted that the device was in backup mode. The device was restored. The patient was in stable condition.